Event description:
Literature was reviewed regarding stroke and mortality rates following transcatheter aortic valve replacement (tavr) at a single institution. Medtronic evolut r (32.3%) and non-medtronic sapien 3 (77.7%) valve types were used in the study. The authors wrote, ¿the diagnosis of post-operative stroke was based on neurological exam and confirmed by radiologic imaging.¿ stroke rates were 2.3% for in-hospital, 3.7% within 30-days of tavr, and 6% within one-year after tavr. All strokes were noted to be ischemic in nature. All-cause mortality rates at the time intervals of in-hospital, 30-days, and one-year after tavr were 1.2%, 3.2%, and 8.9%, respectively. According to the authors, patients who suffered a stroke had a longer hospital length of stay and had significantly higher mortality rates at each reported time interval.

Manufacturer narrative:
Citation: st hilaire c, derieux j, shenoda m, casey k. Carotid duplex poorly predicts stroke risk during transcatheter aortic valve replacement. Ann vasc surg. 2022;84:107-113. Doi:10.1016/j.avsg.2021.12.075 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. If information is provided in the future, a supplemental report will be issued.